Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly the user has four affected channels. The user does not report any change in sound perception with the device. The user was reimplanted.

Event description:
Affected channels were noticed during in situ measurements. The user did not notice any change in hearing with the device. Revision surgery is scheduled for (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.